Manufacturer narrative:
A visual examination of the device revealed both ports to be closed. The c-clamp was closed. The external bolster was located at approximately the 5 cm mark and was without issue. The proximal end of the tube had been cut off at approximately 0.5 centimeter proximal the 15 cm mark and the y-port had been inserted into the cut end. The internal bolster was found to be separated from the device. The distal end of the tubing was broken off adjacent to the internal bolster and remnant of the tubing remained inside the inner diameter of the internal bolster. The internal bolster had been securely molded to the tubing. The distal end of the tubing presented evidence of tensile failure. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment most likely occurred because the user applied excess force to the device during use causing the tubing to fail and bolster to detach. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Retrieval of device fragment. Internal bolster detached from the device. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, (date is unknown however, the device had been in place for approximately three months prior to the event date). According to the complainant, post procedure on (B)(6), 2011 when the physician attempted to inject enteral nutrition the tube detached and the internal bolster fell inside the patient's stomach. The internal bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, (date is unknown however, the device had been in place for approximately three months prior to the event date). According to the complainant, post procedure on (B)(6), 2011 when the physician attempted to inject enteral nutrition the tube detached and the internal bolster fell inside the patient's stomach. The internal bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition was reported to be good.